Event description:
It was reported that during the implant procedure it was difficult to insert the atrial lead into the pulse generator header. After using silicone oil, the lead could be fully inserted.